Event description:
It was reported that a planned da vinci hysterectomy procedure was performed on (B)(6) 2013. The patient came back to the hospital 4-5 days later complaining of abdominal pain. A bowel injury was found that was leaking. The bowel injury was believed to be caused by the placement of an ethicon trocar. Patient went back to or for a bowel and abdomen wash. The patient was still in the hospital as of (B)(6) 2013. There was no injury observed during the original procedure.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: intuitive surgical employee reported this complaint and he explained that during his complaint investigation he spoke to the surgeon and the surgeon provided the following: the robot was not docked during insertion. This was a lap assisted port and was the first port made. The surgeon claimed the injury to the small bowel occurred during insertion. There was no visible damage observed intra-op, but post op the small bowel puncture was found. The following information was obtained by ethicon during a conversation with the surgeon: what xcel trocar was being used? Optiview, davinci ports used for all other ports, these were inserted after insufflation. Was the bowel injury caused by the xcel trocar or could the injury have been caused by another part of the robot or other instrument? First he said, ¿I don¿t think it was related to either.¿, when referring to the ethicon or davinci products in the case. Then he said he thinks it could have happened when he inserted the optiview trocar into the patient prior to insufflation. What energized devices were being used? Unipolar, monopolar, intuitive scissors, and intuitive vessel sealer. If the injury was caused by the trocar: what was the entrance point of the trocar? Upper right quadrant. What was the position of the patient during insertion? Did the surgeon insufflate prior to insertion? No. What did the pathology report indicate? Don¿t know. Did the patient have any prior surgical procedures? Nothing intra-abdominal. Any evidence of adhesions? Yes a few. How was the injury repaired? Bowel resection, anastamosis. What is the patient¿s current status? Long recovery. Is the patient expected to have a full recovery? Yes. Patient¿s sex, weight, age? Female, (B)(6).